Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned warmer found a cracked tank cover and damage to the enclosure and line cord from wear. Event history log was not applicable. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed. A ground fault occurred, resulting in the device failing the safety and electrical test. The problem was caused by a faulty line cord. No repairs were performed. The root cause was unable to be determined. The device was scrapped due to its age and condition.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has ground fault. No patient adverse events reported.